Event description:
It was reported that after the load sequence was completed the pump displayed a message indicating there was not enough insulin in the cartridge with multiple cartridges. Customer's blood glucose level was approximately 200 mg/dl. Customer changed the cartridge to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.